Manufacturer narrative:
Evaluation of the device was performed to which a root cause could not be determined. Information supplied by the service provider during the initial inspection indicated evidence of condensation being found on the head control. The suspect unit was returned to the manufacture to further evaluate. Inspection of the device found no evidence of moisture and functional tests were performed and device was found fully operational with no findings of a malfunction having occurred. Information obtained suggest the end-user was permitted use of the head control in his garden where the wheelchair may have been subject to moisture/perspiration. Although permobil could not confirm the complaint, use error is being taken into consideration. The user manual instructs users that the permobil's head array model is equipped with proximity sensors that can be activated by moisture (e.g. Activation can be caused by rain, damp hair, perspiration, hair products, liquid spills, etc.). Based on the results of the investigation, the most probable cause is attributed to use error in failure to follow recommended use instructions. Multiple warnings have been communicated to the end-user related to outdoor activities when using the head array. As no faults were found and device is operating according to specification; no further investigation will be performed.

Manufacturer narrative:
Permobil received report claiming unintended movement having occurred where the device was reported to have driven by itself without being given an intended drive command. The device is equipped with a total control head array (tcha) which controls drive operation of the wheelchair and its seat functions by moving the head, or other body part, within activation range of proximity sensors. Reports indicate the device was inspected by the local service provider, but they were unable to replicate the unintended movement phenomena as described finding the device to be fully operational. It was however noted signs of condensation where found after removing the rubber cover of the occipital pad. It is unclear if this finding of moisture may have contributing factor to this reported anomaly, but is being taken into consideration. Permobil ab has requested the device be returned to the manufacturing facility in sweden for evaluation in efforts to determine possible cause. At this time permobil cannot determine a probable root cause. Upon the completion of evaluation, if any new information is received a supplemental report will be submitted the DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as end-user was out-of-doors in their garden, the device was reported to have initiated an unintended drive command which resulted in the device to collide with a nearby wall. Reports indicate the end-user lost positioning having partially falling from the seating, but did not sustain any injuries as a result.